Manufacturer narrative:
Initial reporting of this product problem was from FDA via a medwatch submitted by the user facility. This report is mw5078058. The device will be returned to vygon for device evaluation as part of the complaint investigation. The results of this investigation will be sent to FDA in a follow-up MDR with in thirty days of its conclusion.

Event description:
Nurse noted the green lumen from PICC to left foot was leaking infusion stopped and the PICC line was flushed with normal saline. Noted leaking from the end of white hub. Physician notified. On (B)(6) 2018 the orange lumen had clotted while infusing tpn had been infusing over 19m/hr. PICC was placed on (B)(6) 2018.

Manufacturer narrative:
The complaint was forwarded to our parent company in (B)(6) for their evaluation. The investigation summary is as follows: this complaint cannot be classified as no sample was available for analysis. Without the sample no further analysis is possible. Each catheter is flow and leak tested during production. As the catheter worked well for two days a manufacturing fault seems to be very unlikely. The batch history record was reviewed and did not show any deviations during the production. This is the 4th complaint for batch 7306612 and the 8th concerning catheter leakage on code (B)(4) but none of them manufacturing related. No corrective action will be taken at this time. However, both (B)(4) and vygon USA will enter this incident into our complaint log and continue monitoring for this problem.

Event description:
Nurse noted the green lumen from PICC to left foot was leaking infusion stopped and the PICC line was flushed with normal saline. Noted leaking from the end of white hub. Physician notified. On (B)(6) 2018 the orange lumen had clotted while infusing tpn had been infusing over 19m/hr.PICC was placed on (B)(6) 2018.